Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found a leak on the left side of shear valve (B)(4). The fse trimmed and cleaned the tubing on the shear valve to fix the leak. The instrument ran without leaks or errors. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 10 ml from the coulter lh750 hematology analyzer. There were partial aspiration error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.